Event description:
Procedural kit for entire lot has no catheter inside. When beginning to prep sterile field for catheter insertion, there was no catheter in package. Upon review of other kits with same lot number, it was discovered that all kits with lot #706251 were missing catheter.